Manufacturer narrative:
Concomitant products: product ID neu_stylet_acc, lot # unknown, product type accessory; product ID neu_ stylet_acc, lot # unknown, product type accessory; product ID 3389s-40, lot # va0umdg, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type lead; product ID 3550-68, lot # n549602, product type screening device; product ID 3550-68, lot # n549602, product type screening device; product ID 3389s-40, lot # va0w79v, implanted: (B)(6) 2015, product type lead. (B)(4). Analysis of the lead found no anomalies.

Event description:
It was reported that the new lead had high impedances. After implant the lead was tested using the clinician programmer and a twist lock cable. Impedances were high using 3.0v for contact 2. Contact 2 was the contact positioned to be in target so the healthcare professional asked for another lead. They tested first using a different and new cable and impedances had still come up high using 3.0v. Another lead was opened and this lead had also come up high impedances using two separate testing cables. A third lead was opened and testing impedances had come back normal so the lead was implanted after successful evaluation of the patient by the movement disorder neurologist. They had ruled out the variables using 2 testing cables and then 3 total lead kits. The issue was resolved at the time of this report. Nothing had happened to the patient. The surgeon had asked for a new lead twice to test for normal impedances before he had permanently implanted the third lead. The patient had been evaluated for efficacy and side effects and was implanted with good results. Reference manufacturer's report number: 6000153-2015-00145 for the first lead used during implant.